Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version #: 2.1.0 f1908: delay of less than one hour f26: no patient impact h3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the surgeon registered multiple times and the registration continues to show at the top and back of the patient's head on the 3d model, and not the area traced by the surgeon. She stated that a touch point was added and they cropped the back of the head off the model. She noted that the patient was scanned in a head frame which was partially still seen in the scan. The surgeon was using trace registration.  She turned off system and then retried a 3 point registration and registration was still around 4.0. She then did a 4 point registration and was able to obtain a successful registration. There was no patient impact reported and a delay of longer than one hour. The remainder of the case went well and the system was used in a second surgery where the surgeon did not have any difficulties with registering.